Event description:
Report received of a tubing disconnection. The nurse started a peripheral IV line on the patient and connected the plum set tubing to the IV catheter. The patient was receiving an unspecified solution at un unspecified rate. The reporter stated that about half an hour after the IV was started, she was called into the patient's room to "check out a leak". The tubing had reportedly disconnected from the IV catheter and was leaking solution onto the bed. She reattached the tubing to the IV catheter and resumed the infusion. After an unspecified amount of time, the nurse was called to "check a leak" in the same patient room. The tubing reportedly had once again become disconnected from the IV catheter and was leaking solution onto the bed. A new IV tubing set of the same list number was obtained and connected to the same IV catheter to continue the infusion. No blood loss was reported. The nurse reported that option-lock on the set was used to secure the connection to the patient's IV catheter. Though requested, no additional information was available.